Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis summary: visual analysis indicates, "no defect observed." Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of 1 syringe of juvederm® voluma xc had "the needle come off while he was holding the syringe down and lost product during the spill." Patient contact was made. No indication provided if there was treatment or resolution for the event.